Event description:
Reporter indicated that vns pt was diagnosed with left vocal cord paralysis. The pt has experienced hoarseness since implant surgery and stimulation had not yet been initiated. The pt, who works as a respiratory therapist, feels as though the endotracheal tube was "rammed into their throat" during the implant surgery. Further follow-up revealed that the device was programmed to on at the pt's insistence because pt had stopped taking their medications. Neurologist indicated that the pt's voice is getting better. Investigation to date has been unable to determine the cause of the rpeorted vocal cord paralysis.

Event description:
Further follow-up revealed that the pt experienced worsening of gerd, exacerbated asthma and parasthesia to the left side of the face when the device was programmed on. The pt indicated that these side effects have gotten better since programming the device to off. Neurologist inficated that the pt did not ever mention experiencing gerd or asthma and that the pt is seen by several doctors at a time.